Event description:
Report received of a balloon rupture while the catheter was in use on a patient. It was reported that the pulmonary artery catheter was prepped and the balloon was tested prior to insertion. The balloon appeared "fine". An introducer sheath was inserted in to the subclavian vein. The pulmonary artery catheter was then introduced. It was reported that the catheter was inserted into the pulmonary artery with the balloon deflated and the position of the catheter was based on the appropriate waveforms. It was reported that once the pulmonary artery waveform was obtained, the physician attempted to obtain a pulmonary capillary wedge pressure. When the balloon was inflated, there was no change noted in the waveform. It was reported that blood was then noted in the syringe used to inflate the balloon. The pulmonary artery catheter was immediately removed and a new one was inserted and worked fine. There was no harm to the patient. The initial catheter was visually inspected and it could not be determined by the clinician if a portion of the balloon was missing.